Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 6.6mmol/l versus 5.4mmol/l meter to lab. Tests were done within 15 mins with a difference of 1.2mmol/l. Pt did not experience any adverse events. No further info has been reported.